Manufacturer narrative:
Boston scientific received information from the local representative that the sense vector was reprogrammed from secondary to primary and no chest x-ray was obtained. The available information suggests that this device and electrode remain in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the local representative contacted boston scientific's technical services. At the time of the implant procedure, the physician had placed the device in the pocket. When the device was removed, tissue was noted in the port. The physician used a surgical clamp or instrument to remove the tissue. The device was submerged in sterile fluid to ensure that there was no remaining bodily fluid in the port. One day following the implant procedure, the patient called to report that the device had delivered shock therapy. According to the physician, a review of the episode identified artifact. The technical service's consultant reviewed the episode and confirmed that the inappropriate shock was associated with electrogram noise and oversensing. The device's sense vector was programmed to secondary at the time of shock therapy. The following day, the episode was reviewed by another technical service's consultant who reported that the presenting electrograms are very consistent in rate and amplitude (positive deflection) which are seen throughout the electrogram. There is then another rhythm that caused the shock. Further analysis concluded that the morphology change could have been the result of either a slightly loosened setscrew or loss of integrity of the seal plug. The technical service's consultant was informed that the patient was enroute to the clinic. The technical service's consultant recommended pocket manipulation and chest x-ray to check for slack in the electrode. Slack in the electrode indicates less pressure on the set screw. No slack in the electrode indicates tension on the setscrew. The field clinical representative is planning to have the patient perform isometrics and discuss reprogramming of the sense vector to primary in the near term to mitigate the issue.